Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that device diagnostics show that the generator is not able to deliver the programmed settings. The patient reports tingling in the chest with stimulation. The physician indicated that the that the patient would be referred for x-rays. It is unknown if x-rays will be sent to manufacturer for review. It was reported that the patient has had good results from vns therapy. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The vns patient¿s current device settings were provided. A battery life calculation using the available programming history showed approximately 0.04 years until eri = yes. No known interventions have occurred to date.

Event description:
On (B)(6) 2014 it was reported that the patient underwent generator replacement due to end of service on (B)(6) 2014. The lead impedance after surgery was noted to be within normal limits. Attempts were made for the return of the explanted product but it has not been received to date.